Event description:
It was reported that interrogation of the device showed an alert indicating that the device was programmed in emergency mode. Brady mode and tachy mode were off. The interrogation was done before the device was implanted. The device was returned. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of the displayed error message was confirmed in the laboratory during interrogation. Upon interrogation, a programmer alert indicated that the device was programmed to emergency pacing values even though the pacing mode displayed was off. The cause of the field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun